Event description:
Patient was revised to address loosening of a liner which had been cemented into the cup, causing dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The cup is reported as a now obsolete tri-lock system cup. Cementing of the pinnacle liner into this cup is not recommended or intended use. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.